Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the display was severely scratched and difficult to read. The customer's blood glucose reading was unknown. The customer was advised that the device should be replaced. The customer stated that he would wait and speak with his doctor first. The insulin pump was not replaced or returned for analysis.